Event description:
A consumer stated that she had allegedly received second degree burns on her pelvis while using a heating pad, and medical attention was sought for her injuries. She stated that she thinks her wound may be infected, and will likely be seeking additional medical attention. The consumer stated that she primarily used the heating pad while laying down with the heating pad on top of her body, but sometimes she lays on her side with the pad underneath her. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received second degree burns on her pelvis while using a heating pad, and medical attention was sought for her injuries. She stated that she thinks her wound may be infected, and will likely be seeking additional medical attention. The consumer stated that she primarily used the heating pad while laying down with the heating pad on top of her body, but sometimes she lays on her side with the pad underneath her. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.